Event description:
It was reported that during a da vinci s thymic tumor resection procedure the fenestrated bipolar forceps instrument attached to the patient's right internal thoracic vein. As a result, a hole approximately 2mm in diameter was created and bleeding (approximately 20cc) occurred. The bleeding was controlled by angiopressure and applying styptic. The planned surgical procedure was completed.

Manufacturer narrative:
The hospital indicated that the affected instrument would not be returned for evaluation. As a result, it cannot be determined if the root cause of the customer reported failure was due to a device malfunction or another factor(s). A follow-up MDR will be submitted if the instrument is returned or if additional information is received.